Event description:
Event description guidant received information that at a implantable cardioverter defibrillator change-out, the impedance measurements were >3000 ohms and there was a total loss of capture in the ventricle. The physician went back in the patient and found it was not a lead problem - it was a loose setscrew. They tightened it and got good thresholds. Patient is doing well.